Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed, concentric, de novo target lesion was located in the non-calcified and non-tortuous mid left anterior descending (lad) artery. The lesion length was 28mm and vessel diameter was 3.0mm. First the lesion was pre-dilated with a maverick 2.0x15mm balloon up to 18 atms. Immediately after pre-dilatation the lesion was 75-80% stenosed. Next, the physician attempted to advance a taxus liberte mr 3.0x28mm stent across the lesion but felt resistance. The stent delivery system was removed from the pt and it was noted the stent struts were broken. The procedure was completed with another of the same device. No pt complications were reported and the pt status was reported as "stable."

Manufacturer narrative:
(B) (4).